Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient discomfort during sensor use on (B)(6) 2016. The sensor was inserted into the lower back on (B)(6) 2016. Patient stated that she felt a bruising discomfort and that it felt as though her shoulder and ribs were broken. Patient was extremely sensitive to the touch. On (B)(6) 2016, the patient went to the urgent care where she was treated for dehydration but not for the sensor related issue. Patient's sensor was not removed and patient was discharged the same day. Patient indicated that she would follow-up with her m.d. At the time of contact, the patient was stable. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event of discomfort could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (B)(6) or the upper buttocks (B)(6). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.